Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she was hospitalized due to high blood glucose. The blood glucose reading was 661 mg/dl. The customer also reported that she had received a no delivery alarm. She was wearing the insulin pump at the time of the event, but did not have it with her at the time of the call, and was unable to troubleshoot. The insulin pump was not replaced or returned for analysis.